Manufacturer narrative:
Manufacturer's report date: 11/21/2007.

Event description:
Nicu, large term baby was on a starter tpn infusion at 4.5ml/hr. The pump was zeroed out at 4 hours as per hospital policy and pump rate was reset at 103ml/hr, vtbi 51ml. Bag size not known in spite of multiple inquiries to risk management and biomed. At 9:10 am, the pump alarmed infusion complete and vtbi of 51ml had infused. The patient required monitoring for increased glucose, serial blood gases and electrolyte monitoring. The patient tolerated the bolus and returned to baseline. Customer requested review of logs for key punches and over rides. Date from the event log that the customer sent was insufficient to determine all the events surrounding the incident. Therefore, the biomed was contacted and instructed on how to retrieve additional information. Complete logs were not sent. The limited (one day) section of the log indicates the reported over infusion of tpn was found to be the result of a programming change. Date from the lot indicates that the module had been infusing at a continous rate of 4.5 ml/hr up until 8:41 am, when the module was selected and a duration of 30 minutes entered with a vtbi of 51.5 mls remaining. This change resulted in a rate recalculation to 103 ml/hr. According to the log the user received two separate guardrail warnings yet chose to continue in both cases. Thirty minutes later, the 51.5 ml had infused and the device alarmed infusion complete. The root cause of the customers experience was determined to be a user programming change. Risk management will match log review report with the safety report, meet with the safety action team and re-educate user.